Event description:
The patient reportedly experienced a loss of lock. External equipment was replaced and the programming adjustments were attempted. However, the problem was not resolved. Surgery to explant the patient's device is being scheduled.